Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the pt was being treated with the gore excluder aaa endoprosthesis. Due to tortuosity in the pt's right common iliac the sheath was unable to reach the contralateral gate and the contralateral leg component was advanced outside of the sheath. The device started to deploy before reaching the contralateral gate so the physician finished deploying the device outside of the contralateral gate. Upon withdrawal of the delivery catheter it was noticed that the olive was separated from the catheter and left inside the pt. Another contralateral leg component was implanted to bridge the gap between the two devices and the procedure ended. The pt is reported to be doing well.